Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead had migrated upward and out of the foramen. The issue was confirmed via x-rays. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the lead was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.